Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported by the customer that 2 of the unspecified bd syringe were poking through the cap. The following information was provided by the initial reporter: I have received syringes with needles literally poking through the cap. The 2 syringes in the attached picture came from different bags but in the same box.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported by the customer that 2 of the unspecified bd syringe were poking through the cap. The following information was provided by the initial reporter: I have received syringes with needles literally poking through the cap. The 2 syringes in the attached picture came from different bags but in the same box.